Manufacturer narrative:
Product complaint #(B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint (B)(4). Section b5: additional event information received on 01-feb-2024 clarified that the stent encountered resistance when the stent had just entered into the y connector. The stent was withdrawn, then pushed it again. The stent was impeded in microcatheter¿s hub and could not advance any more. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint (B)(4). Complaint conclusion: as reported by the field, during a stent assist coil embolization, an EU ent4.5mmd 28mml wno dstl tp intracranial stent (enc452800, 6948524) became impeded in a prowler select plus 150/5cm microcatheter (606s255x, 31122636). The stent was impeded at the middle section of microcatheter and could not advance any more. The physician removed the microcatheter (mc) and stent from the patient and switched to new devices to complete the surgery. Additional event information received on 01-feb-2024 clarified that the stent encountered resistance when the stent had just entered into the y connector. The stent was withdrawn, then pushed it again. The stent was impeded in microcatheter¿s hub and could not advance any more. A non-sterile EU ent4.5mmd 28mml wno dstl tp intracranial stent was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and it was noted that the stent was already detached from the unit. The introducer was in good condition (i.e., no kinks, bents, or elongations). An x-ray was performed on the involved microcatheter and the detached stent was found inside at the ID band section. The delivery wire was inspected under a microscope, and the distal coil was found stretched. No other damages were found. The issue regarding a stent being impeded in the microcatheter¿s hub was confirmed during the x-ray inspection. Is suggested that in an effort to overcome the resistance felt, the stent was pushed sufficiently to disengage the stent from the delivery system, resulting in the delivery wire being damaged and leaving the inside the microcatheter. It is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 6948524. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: if resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by the field, during a stent assist coil embolization, an EU ent4.5mmd 28mml wno dstl tp intracranial stent (enc452800, 6948524) became impeded in a prowler select plus 150/5cm microcatheter (606s255x, 31122636). The stent was impeded in middle section of microcatheter and could not advance any more. The physician removed the microcatheter (mc) and stent from the patient and switched to new devices to complete the surgery.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank. This information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2024-00015 and 3008114965-2024-00016.